Event description:
A customer reported that an antibody screen in 2006 was negative with 0.8% selectogen lot 8s727, however post transfusion anti-jka was identified. Antibody screens were performed in 2006 and 7 days later with lot 8s727. No reactivity was observed. Between 4 days, the pt was transfused with 7 unit of packed red blood cells. On the fourth day, during post-transfusion testing of pt's sample with 8s735 was positive and anti-jka was identified. Pt was dat positive, no eluate test was performed.